Event description:
A nurse reported a pt who was treated in the glabella on 29 october 1997. On 29 october 1997 the patient developed a milky white discoloration and subsequently a "black area" at the glabella. In january 1998, the glabella remained red and lumpy on either side of the necrosed skin area. No intervention was prescribed, but laser treatment was planned once the area had settled. The symptoms were probably product related.